Event description:
Technician found, bed located in maintenance area with tag stating, bed won't go into trendelenburg.

Manufacturer narrative:
Technician adjusted limit switches in the trendelenburg box assembly and this resolved the issue.